Event description:
The customer reported that during a lithotripsy procedure, the system stopped producing fluoro exposure and displayed "communication error" on the mainframe. System was rebooted, and it worked fine to complete the case. No pt injury was reported.

Manufacturer narrative:
The svc rep found a wire in the interconnect cable plug that was about 95% open. He replaced the interconnect cable but workstation lost communication with mainframe during testing. He found sbc loosing contact with backplane, reseated sbc and all other ws pcbs. System is operating as intended.